Event description:
The duodenovideoscope was returned to the service center for a routine inspection. This does not indicate an MDR reportable event. However, an MDR reportable failure was identified during testing at the service center. During inspection of the device, a burn on the distal forceps elevator was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed that the high frequency instrument became fused to the tip of the scope during the use. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.